Event description:
On 2025-dec-16 additional information was received from the patient. They reported that they did notify their doctor of their issues and had appointments on (B)(6) 2025. They stated that they did experience urinary retention prior to their device, it had not worsened as a result of the device/therapy, and catheterization was their standard of care prior.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they keep feeling like they have to pee, and they cannot. The patient stated they don't know if the antenna is messed up or if the ins battery has died, but they need the device to connect to my interstim. The patient mentioned the last time they were at the doctor, they said they surprisingly had a lot of battery left. The patient said they cleaned out the corrosion in the battery compartment, and the programmer started working. The patient also mentioned they have had trouble connecting to the implant since about a couple weeks ago. The patient said sometimes it will connect and sometimes it won't, and usually it takes 3-4 times to connect. The patient tried to connect with and without the antenna attached and reported a poor communication screen. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.